Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory was attempted to be performed; however, it was not possible to complete the memory analysis. The device case was opened, and the battery was removed and forwarded for detailed testing which concluded the presence of a depleted cell with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient codes e011903, e2007, and e0102. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory was attempted to be performed; however, it was not possible to complete the memory analysis. The device case was opened, and the battery was removed and forwarded for detailed testing which concluded the battery cell was depleted; however, the root cause of the battery depletion and reversion to safety mode could not be determined. This observation has been reported to our engineering and manufacturing departments and we will continue to monitor field reports for similar device behavior. Boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. It was noted the patient had been hospitalized for a traumatic brain injury after a fall related to syncope. This device is expected to be returned for analysis. No further adverse patient effects were reported.